Event description:
The customer reported that the patient had a hernia repair operation on (B)(6) 2014: the patient's tissue was degraded and she had several hernias. On (B)(6) 2014 the patient returned for a second operation: the mesh had come off on one side, hernia re-occurence. The surgeon removed mesh altogether.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The record of this complaint is being voided as the site registration is incorrect. The new complaint record to reference is (B)(4).

Manufacturer narrative:
(B)(4).